Event description:
This rv lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2018 due to infection with sepsis. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).